Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body and two severed portions of driveline measuring approximately 1.25¿ and 34.75¿ were also returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Continuity testing was performed on the returned portions of driveline, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The bionate and metal-braided shielding were removed from the returned portions of driveline and visual inspection of the underlying wires revealed breaches in the insulation of the yellow, black, brown, and orange wires approximately 7.75¿, 7.75¿, 10.75¿, and 11.25" from the pump housing, respectively. The conductors of the yellow, black, brown, and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to shields would have caused the low speed and pump stop events observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1, 2, and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The evaluation of (B)(6) also confirmed the presence of a thrombus formation in the outlet stator. Examination of the proximal side of the outlet stator revealed a tissue-like deposition situated in-between the outlet bearing ball and stator blade. The deposition was not laminated and did not display any evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump cannot be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii left ventricular assist system instructions for use (rev. B) lists infection and thrombus as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use outlines the indications of thrombus, how to respond to such events, and also contains instructions on preventing infection. This document addresses pump speed, power, flow, and pulsatility index. The instructions for use explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. This document states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. D) also contains information on caring for the driveline and instructions on preventing infection. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 15nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a debridement due to a driveline infection on (B)(6) 2021. The medical engineer checked the history on the system monitor and found that the pump speed dropped to 4000 rpm during the debridement. It is unclear if the low speed operation occurred when the surgeon touched the driveline or put tension on the driveline. The log file captured low speed events (5630 rpm and 7550 rpm) while connected to the power module. The patient was connected to the power module to see if the low speed alarms continued, but the alarms were not reproducible. There were no other unusual events recorded in the log file. The patient was discharged on (B)(6) 2021 with instructions to use the power module and battery power at home. On (B)(6) 2021, multiple "pump off" events and low power hazard alarms were recorded when the system was connected to the power module, so the patient's controller was exchanged. After connecting the controller to the power module, a red heart alarm occurred and the facility suspected driveline damage and decided to replace the pump.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to a bacterial driveline infection. Treatment included surgery and drug therapy.

Event description:
It was reported, that the pump was exchanged to heartmate 3 on 10may2021.